Manufacturer narrative:
No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the navigation system was not communicating with the imaging system. The imaging system was able to successfully ping the navigation system. The site rebooted the navigation system 6 times, exited the procedure multiple times, tested two different ethernet cables, and enabled the ior feature on the imaging system, all without resolution. The site brought in a different navigation system to complete the procedure. There was a 15-minute delay to the procedure. There was no reported impact on patient outcome.